Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection revealed that the implant fractured at the junction between the anchor and the base, where it connects to the driver. Functional testing was not performed due to the damage to the device. Bone quality and bone preparation were provided. The most likely causes of reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-1934bcf-2 biocomposite suturetak anchor broke during insertion. All the broken fragments were removed from inside the patient. This was discovered during a shoulder instability procedure on (B)(6) 2024. The case was completed using another ar-1934bcf-2 biocomposite suturetak. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.